Event description:
A caller reported that the insulin gauge displayed an amount different from what was expected, showing a fill estimate of 60 units instead of the expected 120 units. There was no adverse impact to the customer's blood glucose level reported. Customer reloaded the cartridge to resolve the issue.